Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during tubing fill, consistent with a mechanical problem, while using a teflon inset and that the issue resolved after the connector was replaced, allowing tubing fill to complete and insulin delivery to resume. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the connector, consistent with a stalled motor alert sequence during setup, which was resolved by installing a new connector. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.